Event description:
It was reported that this right atrial (ra) lead was dislodged. This was discovered during a follow up through x-rays. Surgical intervention was performed and this lead was explanted, replaced, and is not expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.